Event description:
It was reported that prior to an unknown procedure, the hand switch was non-functional at the system check. Another device was used to complete the case. There were no adverse consequences to the patient. The device was discarded.

Manufacturer narrative:
Date sent: 8/5/2009. Information not available, device not returned for analysis.